Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 400 mg/dl and 40 mg/dl. Customer¿s other blood glucose levels were 260 mg/dl, 398 mg/dl, 180 mg/dl, 130 mg/dl. The customer did not provide any treatment and symptoms related to high and low blood glucose. The customer¿s blood glucose value was 40 mg/dl and the sensor glucose that triggered the suspend was 40 mg/dl. Insulin delivery was suspended due to sensor values. The insulin pump will not be returned for analysis.